Event description:
It was reported the pump was removed due to infection. No patient symptoms or outcome were reported. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).